Event description:
It was reported the device was unable to charge the battery. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips remote service engineer assisted the customer in evaluating the device remotely and the reported problem was confirmed. It was determined that this was a malfunction of the battery. The customer ordered the replacement battery in order to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time. H3 other text : remote service engineer assisted the customer remotely.